Manufacturer narrative:
Concomitant product(s): a 500dm31 mechanical valve, implanted: (B)(6)2013. A 4968-35 lead, implanted: (B)(6)2013. A 5076-58 lead, implanted: (B)(6)2017. Addrl1 ipg, implanted: (B)(6)2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and exhibited high thresholds and undersensing. The ra lead was explanted and a chronic ra lead was reactive. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to flattening. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.